Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided prostate biopsy procedure using maxcore instrument. During the procedure, the device was triggered, but the biopsy needle did not take a sample and sounds almost like the spring would snap/break. There was no patient reported injury. This is report 6 of 10.